Manufacturer narrative:
Examination was not possible as no product was returned. The investigation could not verify or identify any evidence of product contribution to the reported event. It would not be unreasonable to expect some wear after 10 years of implantation. The need for corrective action was not indicated. Should additional information be received, the complaint will be reopened.

Event description:
Patient was revised due to loosening o the tibial tray and poly wear of the insert.